Event description:
On (B)(6) 2017, the reporter user contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch select simple meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy occurred at 7:30pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿350mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their ¿human act rapid¿ insulin dosage and in response to this blood glucose result the patient increased their insulin dosage from 12 to 22 units. 10-15 minutes later the patient developed symptoms of ¿uneasy and sweating¿. In response to these symptoms, at 7:45pm on (B)(6) 2017 the patient self-treated with water and chocolate. The patient had their blood glucose measured the following day in a lab and obtained a blood glucose result of ¿140mg/dl¿ with the subject meter compared to ¿77mg/dl¿ on the calibrated laboratory device within an unspecified time of each other. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.